Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 23 mg/dl. Customer suspected that the cause of the low was due to the pump delivering too much insulin during a bolus; however, review of the pump history logs by tandem technical support verified that the boluses and insulin on board (iob) readings were all accurate and did not indicate that the pump had over delivered a bolus. Subsequently, the cause of the low bg was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.